Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "leakage (on the right side) during ventilation up to 2.5 l/min (amv 5.5 l). Fault (break) detected in the material, without prior trauma. The patient suffered no harm."

Manufacturer narrative:
(B)(4). The reported issue that the connector broke was confirmed upon investigation of the returned sample. The customer returned one actual sample was for investigation. Visual inspection of the returned sample confirmed that the connector was broke. A device history record review was performed, and no relevant findings were identified. However, the root cause of the damage could not be confirmed. Based on the investigation, the exact root cause of this reported issue was undetermined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: "leakage (on the right side) during ventilation up to 2.5 l/min (amv 5.5 l). Fault (break) detected in the material, without prior trauma. The patient suffered no harm."